Event description:
The patient had been transferred from the chair to his bed. When the non qualified staff was removing the sling from the slingbar, the multirall fell down and hit the patient's lips. Lips slightly cut, no suture needed. Reference manufacturer report number 8030916-2013-00049.